Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited poor sensing and high pacing thresholds. Additional information obtained from the field representative indicates that the lead seemed to have conductor damage on fluoroscopy. This ra lead was explanted and new lead was replaced. The lead was returned back to the laboratory. No additional adverse patient effects were reported.